Event description:
A customer reported that during a procedure, the screen was dark. There was no issue with the touch screen or sound. However, the case was completed using an alternate system. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).